Event description:
Neonatal pda closure, device placed in correct location with no arch obstruction or pulmonary artery narrowing. One week after placement, ph dropped precipitously, patient became unstable. Echo showed that the device had shifted slightly posteriorly causing coarctation. Stent placement initiated across the arch-placement was successful.